Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced three infusion set tubing detached from connector event on (B)(6)2024, (B)(6)2024 and (B)(6)-2024. The infusion set was in use for less than 48 hours no further information available